Event description:
Initially the patient called regarding a low drain volume alarm on the homechoice (hc) machine during the initial drain. During a follow up call on (B)(6) 2010 to the hp peritoneal dialysis nurse (pdn) regarding the report of low drain volume alarm the nurse stated, the hp has peritonitis. Information received from global pharmacovigilance on 05/04/2010 indicates the patient was hospitalized on an unknown date for a diagnosis of peritonitis. It is unknown how long the patient was hospitalized. The patient was treated with unknown antibiotics for an unknown length of therapy. The effluent was cultured on an unknown date and returned positive for e. Coli. The event of peritonitis was unrelated to the dianeal therapy. There was no evidence of exit site or tunnel infection. The patient remained on the cycler and performed one day time manual exchanged. The event of peritonitis has resolved. The nurse indicated the cause of the peritonitis was related to a break in aseptic technique.

Manufacturer narrative:
(B)(4). The sample was not returned therefore, no evaluation could be performed.